Manufacturer narrative:
Received patient identifiers. Initial (B)(6), date of birth (B)(6) 1970. Female.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump started malfunctioning two to three weeks ago and not measuring the correct amount of medication in the cartridge. Patient switched to backup pump. No patient injury reported.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be a lead screw issue, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.